Event description:
The customer reported that during a case, the system displayed an overload fault error message. A reboot did not fix the problem. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube, hv transformer, l1 inductor, hv tank, label cover and colimator cover. The system operates as intended.